Event description:
It was reported that one of the leads from this system showed loss of capture with high capture thresholds. The patient was not feeling better than how he was feeling prior to his pacemaker surgery. Patient said that they had to increase the amperage on the lead and then was informed the lead was better now. A follow up appointment has been scheduled for this lead that remains in service. The case was worked under the right ventricular lead. No adverse patient effects were reported.